Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during follow up the right ventricular (rv) and right atrium (ra) leads were found to have loss of capture and high impedance. Fluoroscopy determined that both leads had dislodged. Therefore the leads were repositioned and remain in use. No patient complications have been reported as a result of this event.